Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) reported a battery status of end-of-life (eol). The device was returned for analysis.